Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample initially generated a positive sars-cov-2 result on the liat analyzer. The result was reported. The medical staff questioned the initial result and on the same day, three hours later, collected a new patient sample which tested negative for all targets on a different platform. The original sample was frozen and repeated on the other platform, yielding a negative result for all targets. No harm was alleged. A review of the data revealed that the original patient sample was most likely near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Both the initial and retest results were released and no harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was most likely near or below the limit of detection (lod). (B)(4).

Manufacturer narrative:
Analysis of production records. (B)(4).